Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus china. Olympus china checked the subject device and found the following. The power indicator of the subject device lit up but there was no signal input to each connector. Also the buttons were not functioned. When olympus china replaced the qb board of the subject device to another one, the subject device worked fine. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was unable to be turned the power on, or could be turned the power on after a long time but the panel function was invalid during checking of the subject device. The intended procedure was completed with another device. No patient injury was reported.